Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 05/28/2012, belt 06/30/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021 at 7:05 pm. It was reported that paramedics were called and performed CPR. Review of the patient's download data indicates the patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The patient was in an idioventricular rhythm at 60 bpm with motion artifact, slowing to an idioventricular rhythm at 20 bpm at 17:58:39 on (B)(6) 2021. The patient received the first inappropriate shock at 18:01:42. The patient's rhythm at the time of the shock was an idioventricular rhythm from 10 to 15 bpm. The patient's post-shock rhythm was asystole transitioning to an idioventricular rhythm at 10 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the second inappropriate shock at 18:02:13. The patient's rhythm at the time of the shock was an idioventricular rhythm at 10 to 15 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 10 to 20 bpm. The patient's rhythm degraded from an idioventricular rhythm at 10 bpm to asystole between 18:05:51 and 18:06:13. The patient was in asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 19:23:53. It was not reported who disconnected the electrode belt.